Event description:
Boston scientific crm received information that the patient with this device experienced a syncopal episode. It was noted that the device was storing atrial tachycardia episodes even though the device was programmed vvir. It was confirmed that there was no inhibition of pacing and the device was functioning appropriately.

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.